Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that multiple ventricular oversensing episodes were observed during a follow-up. The physician elected to explant and replace the lead due to suspected insulation damage and low impedance. The patient was stable post procedure.